Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The mother of customer reported a high readings issue with the freestyle libre 2 sensor. The caller reported a scan result of 375 mg/dl compared to a competitor capillary result of 131 mg/dl. The customer self-treated with insulin based off of scan result, and subsequently experienced hypoglycemia with disorientation and dizziness . The customer was treated with glucose pills by the mother. There was no report of death or permanent injury associated with this event.